Event description:
Patient had pain from what was believed to be a loose femoral component. The component was removed and a ts femoral was implanted.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was sent to pathology and was not returned to the manufacturer. Additional information has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.